Manufacturer narrative:
Unable to perform selftest, sleep current and active current measurement due to constant pump error 38 alarm during rewind test. Unit received constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to verify pump error 63 alarm and failed battery alarm due to constant pump error 38 alarm. However, pump error 38 was none found in the formatted history file on event date. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: no cosmetic damage found. Pump error 38 alarm confirmed due to moisture damage/corroded at the motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low level failures), failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported receiving a pump error. Customer reported receiving a battery failed alarm. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.